Manufacturer narrative:
The reported complaint of "when the autopulse platform was powered on, the platform displayed user advisories ua45 (not at "home" position after power-on/restart) and ua07 (discrepancy between load 1 and load 2 too large) error messages" was confirmed based on the review of the archive data but was not confirmed during the functional testing. No device malfunction was found during the testing, and the platform functioned as intended. The probable root cause for the reported complaint could be a result of user error. The reported complaint of "when the autopulse platform was powered on, the platform displayed user advisory ua02 (compression tracking error)" was not confirmed in the archive data and during the functional testing. Review of the archive data showed a ua20 (position out of range) error message to have occurred on the customer's reported event date. During the visual inspection, the front enclosure was observed to be scratched, and there was a small vertical crack running through one of the screw fittings. The physical damage was unrelated to the reported complaint and appeared to be the characteristics of normal wear and tear and/or user mishandling. The autopulse platform was manufactured in march 2012, and it is over 7 years old, having exceeded its expected service life of 5 years. The front enclosure will be replaced to address the observed issue. The autopulse platform passed the initial functional testing without any fault or error. In addition, the autopulse platform passed the functional test using a normal size manikin in 30:2 compression mode (for 45 minutes) and continuous compression mode (for 45 minutes) as well as using large resuscitation test fixture (lrtf) in 30:2 compression mode (for 30 minutes) & continuous compression mode (for 30 minutes) without any fault or error. The customer's reported complaint was not confirmed. Furthermore, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. The autopulse platform performed as intended. A review of the archive data showed multiple occurrences of the ua45 and ua07 error messages on the customer's reported event date; thus, confirming the reported complaint. According to the archive, the autopulse platform had displayed a ua45 error message since (B)(6) 2020, and the error message was not cleared before the patient was placed on the platform on the reported event date (B)(6) 2020). When the user noted the ua45 and ua20 error messages upon powering up the autopulse, the platform should not have been used, and the autopulse should have been removed from clinical use until the error messages had been cleared satisfactorily. As shown in the archive, the user attempted to clear the ua45 error message multiple times prior to placing the patient on the platform; however, the attempts were unsuccessful. Eventually, the user managed to clear the ua45 error code, but when the autopulse was powered back on, the platform displayed a ua20 error message. The user managed to clear the ua20. Once the patient was placed on the platform, the ua07 error message was displayed, possibly due to the patient not being centered evenly on the platform. The archive shows that the platform was re-started several more times, and each time, the device was powered back on with a ua07 error message. Eventually, the user managed to clear the ua07 error code and restarted the platform. However, the platform was powered back on again with a ua45 error code. The user cleared the error message again, and the platform performed a total number of 81 compressions, and it stopped functioning again due to a ua45 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive shaft is not restored at the home position. To clear ua20 error code, return the driveshaft to home position using the administrative menu. Per the autopulse maintenance guide, ua7 is an indication that the patient out of position or the patient is not properly centered awaiting the customer's approval for repair.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR immediately. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a (B)(6)-year-old male patient in cardiac arrest. The cardiac arrest was witnessed by an ambulance technician, and the cause was myocardial infarction. The ambulance technician immediately performed manual CPR. When the autopulse platform was powered on, the platform displayed the following user advisories (ua): ua02 (compression tracking error), ua45 (not at "home" position after power-on/restart), and ua07 (discrepancy between load 1 and load 2 too large). The lifeband was re-adjusted and the platform was re-started to clear the error messaged. However, the customer was unable to clear the ua07 error message. The patient was carried on a gurney and was transferred to a cath lab. The patient was conscious during the transfer. In the cath lab, the platform was attempted to be used for compressions, but the same issue was observed. Manual CPR was performed during the entire event for about 50 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the cath lab. The customer indicated that the autopulse platform had displayed the error messages during shift checks and in previous resuscitations, and therefore, they felt it was important to escalate the issue.